Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model ar40m -5.5 diopter, was explanted because the patient was implanted with the wrong diopter lens. Due to an ordering error, the surgeon implanted a negative diopter instead of a positive diopter. There was nothing wrong with the lens. The correct +5.5 diopter lens was used as the replacement. The patient did great. The explanted lens was discarded. No additional information was provided.

Manufacturer narrative:
Corrected data: on follow up #1, date received by manufacturer was incorrectly indicated as 6/22/2016. The correct aware date is 7/22/2016. Device evaluation: visual inspection could not be performed as the lens was discarded during explant. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional info: if implanted; give date: (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.